Event description:
It was reported that the patient presented in clinic experiencing presyncope. Interrogation revealed the right ventricular lead exhibited high impedance. The lead was capped and replaced. During the procedure, a lead fracture was noted. The patient tolerated the procedure well.

Manufacturer narrative:
.